Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department and the reported malfunction was observed during testing. However, the reported problem could not be duplicated. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.